Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of dropped device damage was confirmed. ¿ on 14-july-2025, lvp was received unboxed and with paperwork. ¿ unit passes asm functional testing, no other issues noted. ¿ external inspection revealed damage to the female iui connector and the rear left side case. ¿ root cause: dropped unit. Damaged female iui due to drop. Bd workmanship. ¿ recommend san diego repair center to replace the female iui connector and the rear case. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.